Event description:
Boston scientific received information that this atrial lead had been programmed off due to out of range impedance measurements. At the elective procedure to replace this patient's device, lead testing was performed with a pacing system analyzer (psa). There was no atrial capture or sensing noted. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.